Manufacturer narrative:
Visual inspection under 30x magnification indicated wire has fractured approx 8mm and approx 37mm proximal of weld site. The proximal section of j stiffener wire measures approx 51mm and has migrated down lead body approx 80mm proximal of the weld site. Approx 8mm of the distal end of the j stiffener wire which fractured approx 8mm proximal of the weld site was received protruding out of the outer polyurethane insulation approx 10mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements add up to approx 88mm. X-ray of lead distally confirms j stiffener wire fractures.

Event description:
Device analysis is provided.